Event description:
It was reported, "intraoperative fracture."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info was requested by the MFR. If it becomes available, it will be submitted in a supplemental report.